Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered restenosis approximately 16 months post index procedure. This is a (B)(6) male with medical history including dyslipidemia, hypertension, cva in (B)(6) 2009 and diabetes. The indication for the index procedure was angina and an 85% stenosis in the distal lcx. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. The distal lcx lesion was successfully pre-dilated and stented with one cypher. The core lab reported a 26% residual stenosis, no dissection and timi 3 flow. There were no reported post procedure complications and the patient was discharged the following day on dual anti-platelet therapy. Repeat angiography in (B)(6) 2012, for angina revealed a 23% restenosis in the distal lcx with no evidence of thrombus and timi 3 flow. As noted by the core lab, "remote target vessel revascularization". The catheterization report noted a widely patent stent in the distal lcx; however, the mid lcx had an 80% lesion. Successful pre-dilation and single stent placement to the mid lcx was done. Although the catheterization report noted 80% lesion in the mid lcx and widely patent stent in the distal lcx; it is unknown if the mid lcx lesion was within 5mm of study stent in the distal lcx. The patient was again discharged on dual anti-platelet therapy. The cypher remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15246276 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.

Event description:
The complaint received states that this (B)(4) study patient suffered restenosis approximately 16 months post index procedure. This is a (B)(6) male with medical history including dyslipidemia, hypertension, cva in (B)(6) 2009 and diabetes. The indication for the index procedure was angina and an 85% stenosis in the distal lcx. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. The distal lcx lesion was successfully pre-dilated and stented with one cypher. The core lab reported a 26% residual stenosis, no dissection and timi 3 flow. There were no reported post procedure complications and the patient was discharged the following day on dual anti-platelet therapy. Repeat angiography in (B)(6) 2012, for angina revealed a 23% restenosis in the distal lcx with no evidence of thrombus and timi 3 flow. As noted by the core lab, "remote target vessel revascularization". The catheterization report noted a widely patent stent in the distal lcx; however, the mid lcx had an 80% lesion. Successful pre-dilation and single stent placement to the mid lcx was done. Although the catheterization report noted 80% lesion in the mid lcx and widely patent stent in the distal lcx; it is unknown if the mid lcx lesion was within 5mm of study stent in the distal lcx. The patient was again discharged on dual anti-platelet therapy.